Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. The lens was returned in liquid, in a lens vial. Visual inspection found that the haptic was torn. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
A cc4204a intraocular lens diopter +22.5 was returned with the words "no patient contact" written on the outer box. The lens was expired and had a tear on the haptic. Attempts to obtain additional information have not been successful.